Event description:
During resuscitation efforts, right around bag valve mask did not inflate when placed around the patient's mouth, preventing a seal therefore decreasing the effectiveness of the air being pushed into the lungs. The reservoir bag did not inflate. Bag was replaced.